Event description:
Boston scientific received information that during a follow up it was noted that this device was delivering intermittent pacing when programmed to 60 paces per minute. In addition, undersensing was also observed on the ventricular channel. The device was reprogrammed and no changes were noted in the unipolar or bipolar configuration. In addition, the pacing impedances were measured low out of range and a revision procedure was scheduled in order to verify the lead integrity. The right ventricular lead was a competitor lead. A revision procedure took place and this device was explanted while the lead was re-implanted with a new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device communicated with the programmer appropriately. Testing confirmed that the device delivered pacing at half the programmed lower rate limit, i.e. It only paced every other beat. In addition testing confirmed the inability of the device to sense in both the ventricular and atrial channels. The device case was opened and testing isolated the problem to the mixed mode integrated circuit (mmic). The mmic was removed from the hybrid. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. The damage noted affected the ability of the mmic to properly control the pacing rate and sensing circuit. Final analysis concluded this damage occurred during the manufacturing process.